Manufacturer narrative:
Correction: h6 field: device codes updated to include high capture threshold and failure to capture codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted because lead had micro dislodged. The lead also exhibited loss of capture at high capture thresholds. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted because lead had micro dislodged. Another rv lead was successfully implanted. No additional adverse patient effects were reported.